Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to load a clip to the applier during a pretest. He/she checked the jaws and found that they were misaligned. Therefore, another applier was used instead.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in february of 2020. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned in the closed position. This instrument was returned without its luer flush port cap. We are able to validate this complaint. After the initial evaluation this instrument was dis- ssembled and it was found that the fingers of the internal drive rod (n00185) that actuate the jaws are damaged. It is suspected that the damaged dnve rod fingers s what caused the jaws to become slightly loose arid misaligned in the closed position. Mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the user was unable to load a clip to the applier during a pretest. He/she checked the jaws and found that they were misaligned. Therefore, another applier was used instead.